Event description:
Boston scientific crm received information from the patient that this left ventricular (lv) lead was associated with a report of high out-of-range pace impedance measurements for approximately eight weeks. The measurements were found during a device check when the associated device reached elective replacement indicator status. The patient's physician was scheduled to see the patient the following week. There were no reports of adverse patient effects, and the lead remains implanted and in service.

Manufacturer narrative:
This report will be updated if additional information is received.

Event description:
A boston scientific field representative subsequently reported this lead was capped and surgically abandoned after another lv lead was successfully implanted in a different location. No adverse patient effects were reported.

Manufacturer narrative:
--